Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, lead noise was observed on the v sense amp channel after the induction test was performed. All lead measurements were normal and the noise could not be replicated. Fluoroscopy noted no anomalies. A second shock was performed and no noise was observed. Patient will be monitored closely.